Manufacturer narrative:
Supplemental report being filed to correct the 510 (k) number of the medical device. Impact codes corrected from f19: surgical intervention to f23: unexpected medical intervention. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during transeptal puncture a versacross connect laac dilator was selected for use. The physician dragged down the septum with the versacross connect system and dropped too inferior. As he used the wire to advance the system back up to the superior vena cava (svc), the wire trajectory did not appear normal and was difficult to discern exactly where it was. He pulled it back and advance again into the svc and pulled down to the septum. At this point, there was a drop in the patient's blood pressure and an increasing pericardial effusion was noted. A pericardiocentesis was performed and the fluid was removed. The procedure was halted and the patient was sent for observation overnight. No other adverse events have been reported. 24 mar 2023 - gfe response: the patient has been discharged. Product will not be returned.

Event description:
It was reported that during transeptal puncture a versacross connect laac dilator and wire were selected for use. The physician dragged down the septum with the versacross connect system and dropped too inferior. As he used the wire to advance the system back up to the superior vena cava (svc), the wire trajectory did not appear normal and was difficult to discern exactly where it was. He pulled it back and advance again into the svc and pulled down to the septum. At this point, there was a drop in the patient's blood pressure and an increasing pericardial effusion was noted. A pericardiocentesis was performed and the fluid was removed. The procedure was halted and the patient was sent for observation overnight. No other adverse events have been reported. The patient has been discharged. Product will not be returned for laboratory analysis.

Manufacturer narrative:
Impact codes corrected from f19: surgical intervention to f23: unexpected medical intervention. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during transeptal puncture a versacross connect laac dilator and wire were selected for use. The physician dragged down the septum with the versacross connect system and dropped too inferior. As he used the wire to advance the system back up to the superior vena cava (svc), the wire trajectory did not appear normal and was difficult to discern exactly where it was. He pulled it back and advance again into the svc and pulled down to the septum. At this point, there was a drop in the patient's blood pressure and an increasing pericardial effusion was noted. A pericardiocentesis was performed and the fluid was removed. The procedure was halted and the patient was sent for observation overnight. No other adverse events have been reported. The patient has been discharged. Product will not be returned for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.